Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was off insulin pump therapy for some time. When the customer inserted a battery into the insulin pump, she received a battery out limit alarm. The customer was unable to clear the alarm with the esc and act buttons. The act button was unresponsive. The customer kept pressing the buttons on the insulin pump until the message cleared. Customer's blood glucose level was 319 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.